Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a cryo ablation procedure, post-procedure the patient experienced several adverse events. Post procedure the patient exhibited inflammation due to pericarditis. The patient later presented to the emergency department (ed) with tachycardia arriving with a heart rate in the 140s. The patient was mildly hypotensive. The patient was placed on a saline bolus and a calcium blocker medication was administered. The patient was electrically cardioverted to normal sinus rhythm and discharged from the ed. Two days later the patient returned to the ed with irregular heartbeat in the 130s and 140s. The patient as examined and it was observed that the patient had a distinctly regular rhythm with rapid heartbeat. An electrocardiogram (EKG) test confirmed atrial fibrillation with rapid ventricular response. Prior to administration of a calcium blocker, the patient returned to normal sinus rhythm and was discharged home. Three days later the patient returned to the ed with palpitations and shortness of breath. A beta blocker was administered to the patient without resolution for the atrial fibrillation. Antiarrhythmic medication was administered to the patient. The patient had been to the emergency room (ER) twice in the past week for cardioversion treatment. The patient was then admitted to hospital for observation. The patient was later cardioverted to normal sinus rhythm and discharged from the ed. The patient later recovered. No further patient complications have been reported as a result of this event.